Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was defective. Issue began a few months ago with intermittent functioning of down button. Down button will currently not respond at all. Up button continues to function as intended. Pt has used this infusion device for 3 years and boluses 6 times per day. Down button "does not feel the same." Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.